Manufacturer narrative:
Additional information: d4, h3, h4, h6 and h10. H4: the lot was manufactured in march 2021. The actual device was not available; however, photographs of the sample were provided for evaluation. The returned photograph samples were reviewed, and it was noted that there was a hole in the pouch. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter last name: (B)(6). Initial reporter phone no: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a polyethylene lined tubing set was perforated. No liquid was observed on the exterior. The issue was identified during setup and preparation. There was no report of patient injury or medical intervention associated with this event. No additional information is available.